Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the hospital by the paramedics due to diabetes ketoacidosis and high blood glucose of 754mg/dl. Troubleshooting was performed. Assisted the customer to run a fix prime test and the insulin did exist. Performed a high pressure test and passed. Instructed the customer to remove the cannulas, and it was not bent or occluded. Recommended that the customer should change the infusion set every two to three days. Advised that the customer may try to use different length of cannula for a real thin body. No further information was provided.